Manufacturer narrative:
(B)(4). The field service representative (fsr) was at the customer facility performing preventative maintenance when he verified the issue. The hospital declined repair for the pump. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the roller pump displayed a pump jam error and would not go in reverse. There was no patient involvement.